Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a dialyzer blood leak occurred two minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. No blood leak was visually observed within the dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was approximately 50 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was restarted on a different machine and the patient completed treatment on the day of the event. The complaint device was reported to be discarded and was no longer available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 2018-0161 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks. Although there is conflicting information in the activity tab, the e-mails and the last call made on 3/29/2022 confirm the leak was external. As there was no report of a leak location, but it was a blood leak, the complaint will be coded 622- undefined header leak.

Event description:
A user facility reported a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an external blood leak. It was reported as treatment started blood was seen leaking down the dialyzer and onto the floor. The leak was on the dialyzer and in the threads of the header, on the dialyzer holder, down the side of the machine and then onto the floor. The machine, a fresenius 2008t machine, did not alarm with a blood leak alarm as the blood leak was external. There was no visible damage or crack noted on the dialyzer. Blood leak test strips were not used since it was not a blood leak inside the fibers. The patient¿s estimated blood loss (ebl) was approximately 15 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was restarted on the same machine and the patient completed treatment on the day of the event. The complaint device was reported to be discarded and was no longer available to be returned to the manufacturer for evaluation.

Event description:
A user facility reported a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an external blood leak. It was reported as treatment started blood was seen leaking down the dialyzer and onto the floor. The leak was on the dialyzer and in the threads of the header, on the dialyzer holder, down the side of the machine and then onto the floor. The machine, a fresenius 2008t machine, did not alarm with a blood leak alarm as the blood leak was external. There was no visible damage or crack noted on the dialyzer. Blood leak test strips were not used since it was not a blood leak inside the fibers. The patient¿s estimated blood loss (ebl) was approximately 15 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was restarted on the same machine and the patient completed treatment on the day of the event. The complaint device was reported to be discarded and was no longer available to be returned to the manufacturer for evaluation.